Event description:
It was reported that the patient had dislocated her hip so the surgeon revised to make it stable. The cup was not explanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown plastic insert. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.